Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a safety needle. The customer states when activating the safety shield, it would not click into place and lock. She had to slide it in to place a few times before it would close. The nurse stuck herself during the incident but it was a clean needle.